Manufacturer narrative:
Gambro has not been allowed access to the prismaflex® control unit therefore, we have not been able to establish a root cause for the reported event. The reported condition does not indicate that the event is similar to previously reported white screens. The reported issue has been reported to be intermittent in occurence while previously reported white screens have not been intermittent. If an alarm occurs while the screen is blue/white and unresponsive, the safety system will set the prismaflex® control unit in a patient safe state, even if the screen is not displaying the alarm screen. In order to end the treatment during this circumstance the operator can press the power on/off switch on prismaflex control. It is possible to recover the treatment if the issue does not recur after restart. Gambro has not been allowed access to the prismaflex control unit.

Event description:
A critically ill patient requiring multiple blood products was transfused with a unit of blood following an estimated blood loss of 152 ml blood loss when the content of the extracorporeal circuit was not returned when the prismaflex machine's screen went "white" during crrt. (B)(6).